Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few weeks post implant of the implantable pulse generator (ipg) system, the right ventricular (rv) lead dislodged. The lead was repositioned and within three weeks of the repositioning procedure, the patient presented to the emergency department with the wound secreting purulent blood. The patient was sent home with wound care. A check eight days later indicated that the wound was open exposing the ipg. The ipg system was explanted and a central line was placed to administer antibiotic treatment. Several days later the patient presented with clinical signs of sepsis. The patient was admitted to the intensive care unit (ICU) and a diagnosis of endocarditis with confirmed vegetation. Antibiotic treatment continued and a new implantable pulse generator (ipg) system was later implanted on the opposite side. No further patient complications have been reported as a result of this event.